Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the subject meter and associated test strips were returned on (B)(4) 2013 and (B)(4) 2013 and analyses completed on (B)(4) 2013 and (B)(4) 2013, respectively by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter and test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (08/05/2013)-correction: this supplemental report is to note a correction and provide the analysis results of the returned accessories. Previously reported follow-up #1 inadvertently referenced test strips and should be corrected to cable and adaptor. The accessories were returned on (B)(4) 2013 and analysis completed (B)(4) 2013, respectively by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.